Event description:
Information received from the field does not address the patient's clinical status but notes that pacing thresholds were 3.25 v, 0.5 ms at the six month follow-up. At the twelve month follow-up, the pacing thresholds were 6 v, 0.5 ms. The output was programmed to 5.0 v, 1.0 ms.